Event description:
It was reported that the patient had a loss of therapeutic effect with increased baseline pain after a fall in (B)(6) 2014. The patient went outside to find their 300 pound timber wolf off the chain. When she stepped down, the timber wolf ran and jumped on the patient and knocked her down. The patient stated stimulation went up into their back toward their neck for back and leg pain. The patient had been having trouble with ¿this thing¿ since the first ice storm in (B)(6) 2014. The patient felt as if the physician kept putting it off and did not listen to the patient. The patient was in a lot of pain and was on the strongest pain medications and muscle relaxers but it did not help her. The pain was in her low back and legs and was worse than before the implant. The patient had not seen the physician in person since the implant. The patient also had recharging difficulties and stated the stimulator was not recharging right. The patient felt that when they recharged the stimulator it would work for a day or 1.5 days. The patient stated ¿its messed up big time.¿ the recharger showed a thermometer and it wouldn¿t do anything. The patient had been trying to charge the day of the report since 6am and the stimulator had hardly charged. A ¿dr face¿ was also on the screen but the patient did not remember what code was on the screen. The patient was charging more than they expected. It was further reported that the patient would be seen on 2014-(B)(6) by a company representative. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported a fall and a confirmed overdischarged battery occurred (confirmation was obtained prior to surgery). It was noted that they did a revision today where the implantable neurostimulator (ins) was replaced with a restore surescan prime advanced. It was noted that the caller wanted to know if it was compatible with the old patient programmer. It was noted that the caller did not know when the fall or overdischarge occurred but the patient had wanted a primary cell battery. It was stated that the patient did not remember the last time she charged her battery. It was stated that after surgery the patient reported good coverage of her pain target and that she was doing well.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 97792, lot# n375816, implanted: 2013 (B)(6), product type accessory. Product ID 3777-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3777-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).